Manufacturer narrative:
No further customer complaints were reported. On review of the alarm trace, a sample clot alarm was present. The investigation determined the event was related to a problem with the patient's sample. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc were acceptable. A general reagent issue can be excluded. The field service engineer performed semi-annual preventative maintenance on the analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable crp4 c-reactive protein gen. 4 results for one patient tested on a cobas 8000 c 702 module. The patient¿s initial crp result was reported outside the laboratory. The customer performed repeat testing with the patient¿s sample due to a data flag alarm on another assay. On (B)(6) 2020, the patient¿s crp result was 0.7 mg/l, and the patient¿s repeat result was 265.5 mg/l. On (B)(6) 2020, the customer provided the corrected result to the ward after the initial result was questioned. The crp reagent lot number was 47168801 with an expiration date of 31-mar-2021.